Event description:
It was reported that two catheters had "sheared off" during a case.

Manufacturer narrative:
It is possible that some clinical factors may have contributed to the balloon separation; however, with such limited clinical information, this could not be confirmed with any certainty. A review of the manufacturing records indicated that the product met specifications upon release. Multiple attempts were made to obtain the device for evaluation.

Manufacturer narrative:
If additional information or the device is returned a supplemental will be submitted. It is possible that some clinical factors may have contributed to the balloon burst; however, with such limited clinical information, this could not be confirmed with any certainty. No actions will be taken at this time.